Manufacturer narrative:
Approximate age of device - 8 months. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Patient was admitted with bacteremia and the type of infection was specified to be coagulase negative staphylococcus aureus. Patient was presented with symptoms of dyspnea and chest pain in addition to fatigue. Shortness of breath described as unable to take a deep breath with associated sharp central chest discomfort (which is non radiating, non-reproducible) with associated worsening fatigue and 1 day history of orthopnea and paroxysmal nocturnal dyspnea. Patient will continue daptomycin (500mg) for 25 days. A CT of the patients chest and abdomen revealed no fluid collection surrounding the lvad or driveline. A repeat blood culture was conducted and was negative. There were no unusual alarms or events seen within the log file. The device is functioning as intended. No further information was provided.